Event description:
It was reported to baxter (B)(4) that an intermate xlv 250 device was found to be missing its blue winged cap. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.